Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon implanted the pinnacle hundred series cup. When he attempted to put the hole eliminator in he said that he couldn¿t get the treads to line up and get the hole eliminator to engage. He tried three times, taking the hole eliminator out each time and trying to get it in at a different angle. I then opened another hole eliminator and he had the same problem, he attempted to engage this second hole eliminator twice. He decided to leave the cup implanted without a hole eliminator in situ and proceeded with the rest of the surgery. The surgery was delayed by approximately 10 minutes. Cup was left implanted and no hole eliminator was implanted.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device product code 124603000, lot - number d22034035, and no non-conformances / manufacturing irregularities were identified.